Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that noise was seen on the atrial and ventricular electrocardiograms upon interrogation of the device shortly after implant. The implant site was opened and troubleshooting was performed by inspecting the device header setscrew and tugging on the leads to confirm proper connection. It was determined that there was a sensing issue with the device. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.